Manufacturer narrative:
The subject device was returned to omsc for evaluation. However, the investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, minuscule amounts of paenibacillus urinalis were detected from the sample collected from the distal end of the subject device. The user facility did not provide other detailed information such as the number of microbes. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-4 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc checked inside the instrument and the suction channels and confirmed no irregularity such as buckling, scratch, dirt or adhesion of foreign object. Furthermore, there are fine scratches at the distal end but there is no irregularity at the instrument channel inlet, around the air/water and suction cylinders, such as significant dirt, adhesion of foreign object or scratch. The exact cause of the reported event could not be conclusively determined.